Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2018 with the following findings: black box data from the date of the alleged event had been overwritten due to continued patient use. The available black box data revealed one loss of prime warning associated with a cartridge change. On investigation, the pump powered on and was exercised for 24 hours without loss of prime duplicated. The force sensor was evaluated and found to be within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.